Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose level. The customer¿s blood glucose level was 45 mg/dl at the time of incident. The customer¿s another blood glucose value was 71 mg/dl. The customer did experience symptoms such as mental confusion and weakness. The customer treated low blood glucose with food. The insulin pump was not on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.

Event description:
It was reported that the customer experienced low blood glucose level. The customer¿s blood glucose level was 45 mg/dl at the time of incident. The customer¿s another blood glucose value was 71 mg/dl. The customer did experience symptoms such as mental confusion and weakness. The customer treated low blood glucose with food. The insulin pump was not on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.